Event description:
It was reported that the insulation near the tip of the right ventricular (rv) lead kinked while attempting to access the ventricle. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).